Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the olympus (B)(4) that the tissue pad coating of the subject device had peeled off 25 minutes after the start of the procedure. The information that (B)(4) received from the facility is as follows; there was no harm/injury to the patient. The procedure was delayed less than 5 minutes, the time needed to change the device. There was no extension of the procedure which the user facility considers to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory cause. The intended procedure was anterior rectal resection (rar). The procedure was completed successfully by using a another device. The fragment broke outside the patient. There was no patient injury reported.